Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients hip was revised for thigh pain with weight bearing. She is status post tha in (B)(6) 2019. Her symptoms began 6-8 months post-op and have worsened since. Accolade ii stem was removed and replaced with a restoration modular size 15x155 stem and 21+0 body.